Manufacturer narrative:
Device return requested. There are previous complaints on this device not related to this issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 08/192024, znyo medical received a report from a customer reporting that the pressure sensor 30psi needed to be changed to 320. No patient involvement, discovered during testing.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. A third-party service provider requested a hex file to modify the device's 30 psi value to 320. The request was made to address a issue identified during servicing. The hex file was provided to the end user to resolve the reported issue. CAPA zm2023-23 was opened to investigate the allegation. Reference to complaint # (B)(4).